Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the "abnormal shock dose delivered" message appeared during intervention when the internal paddles were used. Customer changed the defibrillator using the same internal paddles and the issue was resolved. Patient impact is currently unknown. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This case is found duplicate of pr (B)(4) as per investigator¿s confirmation. Thus please refer to emdr report(MFR report number: 3030677-2022-04763) for further details.